Event description:
Consumer complaint of blood result reading og "hi". Recall from meter memory fasting am and pm: (B)(6) - 10:30pm - 347mg/dl; (B)(6) - 1:30pm - hi; (B)(6) - 6:16pm - 352mg/dl; (B)(6) - 3:30pm - 345mg/dl; (B)(6) - 9:09pm - 365mg/dl; (B)(6) - 11:00pm - hi; customer called in stating he got 2 "hi" results from his meter. His expected blood results fasting in the morning are 294mg/dl-300mg/dl and evening results are 474mg/dl-492mg/dl. Customer ran blood test, 414mg/dl. The test strips were first opened (B)(6) 2015 and are stored in the bathroom. The test strips expire 09/22/2017. Customer stated he is feeling well at this time. Customer did not need any medical attention at an earlier time. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose results.